Event description:
It was reported that on (B)(6) 2003: the patient underwent spinal fusion with rhbmp-2/acs. (B)(6) 2003: the patient was noted to have loose screws at l4 and pseudarthrosis at l4-5. (B)(6) 2003: the patient underwent a corrective surgery due to degenerative disc disease and herniated discs. Following complications were observed: chronic pain in lower back radiating to the knees.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.